Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the autopulse platform (sn (B)(4) did not power on with a fully charged autopulse li-ion battery (sn unknown). The customer did not provide any further information. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for autopulse platform (sn (B)(4).